Event description:
It was reported that premature battery depletion was observed. Patient is pacemaker dependent. The device was explanted and replaced. No further information was provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.